Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken case. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has recently been returned to fisher & paykel healthcare's regional office and service center in (B)(4) and is currently under eval. We will provide a follow-up report upon completion of our investigation.